Event description:
Additional information received - the incision was enlarged and sutures were required.

Manufacturer narrative:
Evaluation: method: device history record review. Results: a review of the device history record was performed and nothing was found within the manufacturing, labeling and packaging processes of this lens that was the root cause of the complaint. Since the returned lens was found to be not intact and cut in half, it was not able to be sent for verification of the lens diopter. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, the most probable cause of this complaint is likely due to an error in measurement at the facility. (B)(4).

Manufacturer narrative:
(B)(4). Method: medical review. Results: medical review - review of this file indicates that the surgeon experienced a refractive surprise, considering the pre-operative measurements were accurate. It is unlikely that the iol power is incorrect because it passed all manufacturing tests and the surgeon exchanged the iol with a different power. If the surgeon was confident that his calculations were correct, and the lens may have been mislabelled, he would have used the same powered iol. Diopter and resolution of this iol should be performed to rule out the possibility of a mislabelled iol. The probable cause of this event would be inaccurate measurement of k readings and axial lengths during the a-scan. A 1mm error in the measurement of the axial length produces an error of 3 diopters in the iol calculation. This patient had a 1.7 diopter difference from its target, which is likely due to a 0.7mm error in measurement. Visual inspection of the returned product found the lens optic torn into two pieces. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted an aq2010v silicone three piece lens on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to the patient was complaining of decreased vision and difficulty reading, the patient was asthenopic. The lens was cut to remove and a cq2015a model lens was implanted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - surgical procedure, secondary surgery, vision, loss of, difficulty reading, explanted. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.